Event description:
It was reported that stent damage occurred. The patient underwent vertebral artery stent implantation. The stenosed target lesion was located in the opening of vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was selected for treatment. The inner and outer packaging was intact. However, after opening the inner packaging, it was found that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damaged 18mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the stent is damaged.

Manufacturer narrative:
Initial reporter address : (B)(6).

Event description:
It was reported that stent damage occurred. The patient underwent vertebral artery stent implantation. The stenosed target lesion was located in the opening of vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was selected for treatment. The inner and outer packaging was intact. However, after opening the inner packaging, it was found that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable.